Event description:
Narrative from staff: during a laparoscopic appendectomy on the evening of [redacted date] the surgeon attempted to use an ethicon echelon flex powered plus stapler and found that the stapler was not firing/cutting correctly. The stapler was removed from use and a manual stapler was used with success. Later in the procedure the ethicon endo retrieval pouch also malfunctioned by snapping in half when the surgeon attempted to use. Both items have been saved for evaluation. Narrative from operative report: a 45 mm endo automatic stapler with a blue load was then applied dividing the appendix at its base. The distal end of the stapled line stapled but did not cut. The same thing happened with the white load for the mesoappendix. I transitioned to a manual gia endo stapler to repeat the steps with successful transection.